Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 30th april 2025, it was reported by an arthrex employee via email that for 2 units of ar-1923bc-1, suture anchor, biocomposite pushlock® 2.9 x 15.5 mm, the anchors broke during insertion process. Sockets had been drilled and anchor malleted down to bone, then anchors broke into several pieces while final malleting of anchor into socket. This was detected during use in a posterior shoulder labral repair for instability procedure on 29th april 2025. The procedure was completed successfully as they changed to using peek pushlock anchors instead of biocomposite and ensured that drill holes were to correct depth.

Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is not confirmed due to the device not being returned and no photos of the reported failure being provided. Based on the information provided which may include the event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to improper bone preparation, misaligned insertion, and/or prying/leveraging of the device during insertion.